Event description:
It was reported that a patient was badly bleeding and had to seek medical attention for the issue. The patient went to the emergency room and was treated with a few unknown injections. Pressure was applied to the site. Patient was released after a few hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and bleeding. No lot release records were reviewed, as the product lot number was not provided.